Manufacturer narrative:
The motor in question may have caused the sensation, or it may have been the result of handpiece vibration, outlet grounding issues, or other factors. Though there was no report of injury, this incident would be considered a malfunction which, if it were to recur, could possibly result in permanent impairment of a body structure or function or result in an injury requiring medical intervention to preclude such, particularly in individuals with pacemakers. Furthermore, there have been previous medwatch reports submitted pertaining to the same malfunction of similar devices. Therefore, this event is reportable to per 21 cfr 803. The motor was returned to the physical manufacturer, evaluated, and initially failed the hi-pot test. The motor was retested and passed hi-pot and ground tests; the anodized coating is noted as being the possible cause of the first test failure.

Event description:
It was reported that a pt felt an electrical shocking/tingling sensation during use of an aseptico endo itr motor. The pt was not injured.